Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No unexpected no delivery alarm noted during testing. However the insulin pump was received with partially broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube window, cracked reservoir tube window corners, cracked battery tube threads, cracked case at display window corner, minor scratched lcd window and missing end cap sticker.

Event description:
The customer reported via phone call that there was crack on the top of the insulin pump and they also received no delivery alarm. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.